Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the reported issue but replaced the foot tray as a preventive measure. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Visually inspected the unit and could not find any issues related to the event. The unit was installed onto known good in-house system and system did not trigger any error. Performed functional testing on all foot pedals and all were responsive and were not getting stuck. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, bipolar energy continued to be delivered/ activated after the foot pedals of the surgeon side console (ssc) were released. Prior to contacting technical services engineering (tse), the system was restarted and resumed normal operation. It was noted by the customer that during system set-up the foot tray was obstructed by a chair, but the obstruction was already removed. The procedure was completing as planned with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.